Manufacturer narrative:
Submit date: 7/12/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states liquid residue in the syringe.